Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen of insulin pump was off, she tried to insert multiple batteries but the insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump¿s screen and reservoir compartment had moisture. Customer also noticed the insulin pump¿s screen had moisture inside. Customer stated the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised the insulin pump will be replaced as per troubleshoot. The device will not returned for analysis.